Event description:
Prior to using the device the sensor became. "Kinked" and could not be used. On investigation of this issue by the MFR, it was identified that the sensor had been damaged in a way consistent with the user not handling the device in accordance with labelled instructions. The problem was considered to be user error.